Event description:
The affiliate reported the customer alleged elevated vitamin b12 quality control (qc) and patient results, on separate days ((B)(6) 2013), involving the access vitamin b12 assay (lot number 270139) utilized in conjunction with the unicel dxi 800 access immunoassay system (serial number (B)(4)). This report documents the elevated vitamin b12 qc results obtained on (B)(6) 2013. This issue was initially identified on a separate dxi 800 instrument (serial number (B)(4)) using the same vitamin b12 lot number. The customer was advised to perform a precision test on each pipettor and erratic vitamin b12 results were obtained. Pipettor verification was performed and pipettor #2 failed. Subsequent quality control (qc) was performed and failed. A beckman coulter field service engineer (fse) was dispatched to evaluate the laboratory's other dxi 800 instrument questioned and performed multiple hardware repairs, which did not resolve the sporadically elevated b12 qc performance. The fse also evaluated the dxi 800 instrument questioned in this report (serial number (B)(4)) for the same elevated b12 performance by running two replicates of the s0 calibrator, which yielded results of 170 and 152. The fse loaded a new reagent pack (from the same lot number 270139) on the instrument, and the customer successfully completed calibration and quality control (qc). The fse completed another precision test and noted the sample means across all pipettors correlated. The fse noted the access vitamin b12 assay packs faulty with lesser concentration of particles. The customer is uncertain if erroneous patient results were released out of the laboratory due to this event. There has been no report of patient injury or change in patient treatment associated with this event. The questioned reagent packs were sent to beckman coulter for further evaluation.

Manufacturer narrative:
Testing at beckman coulter revealed an issue with the paramagnetic particles (pmps) within the returned reagent packs. This incident is currently under further investigation. A definitive cause of the incident is unknown at this time. All related medwatch reports associated with this incident: dxi 800 serial number (B)(4): 2122870-2013-00188, 2122870-2013-00189, 2122870-2013-00190, 2122870-2013-00191. Dxi 800 serial number (B)(4): 2122870-2013-00197, 2122870-2013-00198, 2122870-2013-00199.